Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.